Manufacturer narrative:
An investigation is currently underway; upon completion of the investigation, a f/u report will be submitted.

Event description:
It was reported to tyco healthcare/kendall on 10/30/2007 that a customer had a problem with a dialysis catheter. The customer reports: this catheter was placed as an exchange; however, the previous catheter was a left placement, and the sapphire was in the right ij by interventional. When the pt came to get dialysis, the staff noticed what they called an "adverse reaction at the tunnel tract and exit site." There was no infection, but the area was red and inflamed. They state, "her skin looked like swiss cheese and you could see the silver sleeve through the pt's skin." The next week the pt came into the ER with the catheter in a "baggy" stating, "the catheter fell out." The dialysis staff states that his pt is highly noncompliant (fair skinned, overweight, in her sixties) and has had multiple catheters placed in the past. The pt does not have known silver or heparin allergies.